Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a secondary intravenous infusion (rate programmed for 250 ml/hr) dripping rapidly and into primary bag. Customer changed the secondary tubing set, however the problem continued. The primary tubing was then changed and the problem was resolved. The customer performed their own test on the suspected tubing and observed the secondary tubing fluid flowing into the primary bag. Customer suspects the backcheck valve failed. There was no patient harm or medical intervention. Although requested, no additional even or patient information was provided by the user.